Event description:
Rn spiked a bag of saline and when priming the line, fluid came gushing out of the break in the tubing. It was never hooked up to the patient and at no point came in contact with the patient.this was the email that was sent to me: I have a set of IV tubing that had a broken piece on it. When it was spiked the IV fluid gushed out and it never was used on a patient. The packaging was discarded but I have the tubing itself. I understand the package would have been helpful for lot # etc., but we do not have it.======================manufacturer response for IV tubing, clearlink system (per site reporter).======================I talked to product surveillance. They are sending me shipping material and will also send me a follow up investigation letter. I have pics to send to you.